Event description:
The customer reported the touch screen and keyboard failed on the system. No pt inuries were reported.

Manufacturer narrative:
The ge service rep replaced the 5vdc power supply fuse. He tested the keyboard and touch screen. The system operates as intended.